Event description:
It was reported that during the procedure, without submerging the device in heparinized normal saline, a 3.0 x 12 nc tenku rx balloon dilatation catheter (bdc) was advanced without resistance to a moderately calcified, de novo lesion in the non-tortuous mid left anterior descending coronary artery to post-dilate an unspecified implanted stent. The nc tenku rx balloon was inflated once to 12 atmospheres (atm) using a non-abbott inflation device. During the second inflation, the balloon ruptured at 16 atm. The nc tenku rx bdc was withdrawn from the anatomy without resistance and a non-abbott bdc was used to complete stent post-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku rx balloon dilation catheter device is an abbott vascular manufactured device, which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Inflation: medtronics everest. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), in the preparation for use section, step 3, states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.